Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported the dentist recommends patient management by an orthodontist due to unresolved moderate/severe crowding. Patient initials: (B)(6) . Dob:(B)(6) 2004.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.